Event description:
On (B)(6) 2019 an i.v. Station onco device mislabeled a bag preparation. The label contained illegible content regarding both patient and drug information. The label was identified and there are no known adverse patient effects.